Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that at a conference, a surgeon advised that when the jaw handle was released cords are caught in the trigger mechanism at a pinch point and it was difficult to open the jaws. Additional information was not available. There were no patient consequences reported and the device was discarded